Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H10: the actual device along with photographs were received for evaluation. Visual inspection was performed which identified a leak (small droplet) at the spike port during photo inspection; however, no issues were observed during visual inspection of the actual device. Functional leak testing was performed with tap water and a leak was identified at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the condition was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag had "leakage at the administration port". This occurred during setup. There was no patient involvement. No additional information is available.